Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded various atrial tachy response (atr) episodes. Some of them were inappropriate as they showed noise over sensing on the right atrial (ra) lead channel and the shock electrogram. There was more than two seconds of pacing inhibition observed at the ra lead channel but no right ventricular lead channel pacing inhibition. After an assessment the noise appeared like electromagnetic interference or myopotential. Patient was known to frequently work on his car but the timing of these episodes relative to working on his car was unknown. Reprogramming around atr alerts and isometrics to evaluate lead were recommended. All daily measurements were stable and normal over the last year. The ICD remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.